Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).

Event description:
Additional information received reported that there was no symptom reduction at the time of the report and the cause of the event was undetermined. The reporter noted that they were waiting for an appointment with the health care professional to reposition the lead. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 74001, lot# n366293, product type: adapter. Product ID 748951, serial# (B)(4), product type: extension. Product ID 389033, lot# j0444037v, product type: lead. Product ID 7435, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information received reported that the patient had not had her appointment with the health care professional to schedule a lead revision or replacement and the date of the appointment was unknown. It was noted that the high impedances did not resolve. It was noted that the patient had no change and was not receiving effective therapy. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that impedance showed 2800-7400 ohms. Historical impedances were unknown. A couple impedances were under 4000 ohms with all of them under 10000 ohms. The patient was closed up and it was reported post-operation that the patient was not able to feel stimulation. The patient was sent home until the follow-up appointment in 7-10 days. Follow-up was conducted to determine if the patient was receiving effective therapy and if any intervention was required. This even will be updated if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.